Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire was detached and remained in the patient's skin. The patient states she removed the sensor wire with tweezers. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.